Event description:
No harm to patient. This rn was rounding on [redacted number] and talking to staff when we coincidentally were standing near the central monitor and noticed that a patient had a 22 beat run of vtach. The alarm did not sound at all. The assigned rn to the specific patient was bedside and also did not notice the dysrhythmia, as she was scanning and administering meds. Medical engineering was contacted and they paged out the investigation. Monitor was checked to make sure alarm limits and volumes were not adjusted (they were not).